Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with a driveline power fault alarm. Log files were submitted for review and captured intermittent driveline power fault a alarms starting at 11:22:27 on (B)(6) 2024. The modular cable and system controller were exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files and was reproduced. Data from the reported event date of 12oct2024 in the submitted controller event log file (010042) was reviewed. On 12oct2024 at 11:22:29, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable, lot 6833087, was connected to the returned system controller, hm3 pump, patient cable, power module, and system monitor. The system controller reproduced the driveline power fault alarm without manipulating the cable. The pump operated as intended even with the alarm active. The modular cable ran with the system controller for an extended period without dropping flow or speed. A test modular cable was used to continue testing the returned system controller. The modular cable wires were tested for conductor breakdown, and the power a line was found to be open. The cable was stripped, and the brown power a wire was severed approximately 5.5 inches from the controller connector strain relief. Additional information provided stated that exchanging the controller and modular cable resolved the alarms. The root cause for the reported alarm was due to a severed power wire in the modular cable, consistent with repetitive flexing of the cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: product sn and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.